Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information. (B)(4).

Event description:
An ophthalmologist reported that 8-10 years following an intraocular lens (iol) implant procedure, the iol is opaque and the patient is symptomatic. Attempts to gather additional information have been unsuccessful.